Event description:
It was reported that a pt has a broken rod. No revision surgery was reported. Additional info has been requested, but was not available on the date of this report. A follow up report will be sent if additional info is received.

Manufacturer narrative:
(B) (4): the device was not returned for eval. With the available info, a cause or contributing factor cannot be identified.